Event description:
Medical record reviewed 11-12-98. Pt had pre-operative diagnosis of near complete small bowel obstruction. On 10-24-98 pt underwent exploratory laparotomy, small bowel resection x 2 with reanastomosis of "loa" and appendectomy. Physician reports 2 staplers (gia's) did not fire. No injury noted to pt.